Event description:
Unit to be pulled from long term hold per engineering study. Unit to be repaired and shipped to ees.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.